Event description:
It was reported that in connection with the exchange of cytostatic drops in haemacyt, leakage in piccline is noticed during flushing. Seen only after it has been flushed with 100 ml nacl and blood samples have been taken. No leakage when flushing slowly but fluid comes from the puncture flushing with force. On-call doctor decides to stop treatment (patient receives not the last bag of chemotherapy) and that piccline should be withdrawn. After discontinuing piccline, a hole is seen in the tubing. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.